Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(4) 2013, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), ubd: 24-jan-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a company representative regarding a patient who was receiving lioresal with concentration 2000 mcg/ml at a dose rate of 88 mcg/day via an implantable pump for intractable spasticity. The patient¿s reported medical history included spasticity. It was reported that the patient experienced under doing / withdrawal symptoms. The hcp reported the patient experienced full body spasms two days post pump replacement on (B)(6) 2019. No troubleshooting had been performed yet. The patient was admitted to the hospital on (B)(6) 2019 and was to undergo a dye study once it was scheduled. The patient has had two 15% dose increases with no resolution of symptoms. The patient had also been given oral baclofen with minimal improvement in symptoms. Environmental/external/patient factors that may have led or contributed to the issue was indicated as having been unknown. No surgical intervention occurred, and it was unknown if surgical intervention was planned. The issue was not resolved as of the time of the report. The patient was without injury regarding their status at the time of the report. The company representative was to obtain additional information from the hcp on (B)(4) 2019. The patient¿s weight at the time of the event was noted as having been requested but was unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, partially explanted: (B)(6) 2019, product type catheter. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider via a company representative. A dye study was performed on (B)(6) 2019 and there was an inability to aspirate the catheter. The catheter was thought to be the cause of the symptoms. The healthcare provider revised a kink in the catheter at the proximal segment of the catheter splicing. They had removed a potion of the proximal segment and a new proximal segment was added. The healthcare provider did not keep the spliced segment of catheter that was removed; therefore, it would not be returned to the manufacturer for analysis.

Manufacturer narrative:
The patient code (B)(4) was not previously indicated in error. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a company representative. The patient underwent a catheter revision on (B)(6) 2019. All spasticity issues had been resolved.